Manufacturer narrative:
It was inadvertently reported in the initial report that results pending completion of evaluation. To date, the device has not been returned for evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during the beginning of an unspecified surgical procedure, it was observed that the cutter device mill broke at 1 centimeter of the head mill and the device was "work overloaded". It was reported that there was a 10 minute delay to the surgical procedure and an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.